Manufacturer narrative:
This is the same event as 3010536692-2016-00715, 3010536692-2016-00716, & 3010536692-2016-00718. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complication: pain over the past few years. During revision surgery it was found a significant amount of fluid in the hip. At the head/neck junction and at the modular marginal component of the neck into the stem, there was found corrosion. (Right).